Manufacturer narrative:
Unit received with intermittent button response due to flattened dome switch on the up arrow button, esc button and act button. Unit also received with severly scratched lcd window, cracked case on display window corners, cracked reservoir tube, cracked reservoir tube lip, and broken battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 79 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.